Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The customer stated that approximately 5 milliliters of fluid leaked from the probe wipe and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or exposure. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the solenoid valve (lv8) would not activate. The fse proceeded to replace the solenoid lv8, and cleaned the rinse block to resolve the leak. The fse verified the repair as per established procedures and no further leaks were observed. Failure mode of the event is attributed to solenoid lv8 failure. (B)(4).